Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off alert occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. An unexpected cgm app shut-off was reported to have occurred for transmitter (B)(4). Data was evaluated and the allegation was confirmed for transmitter (B)(4). The probable cause could not be determined. No injury or medical intervention was reported.